Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that the patient experienced two complications. Inflammation was increased post procedure, and CT confirmed that the patient had pneumonia. Also, echo confirmed that the patient had cardiac tamponade. Hospitalization was prolonged for treatment and the patient recovered from the cardiac tamponade complications on (B)(6) 2014 and recovered from pneumonia on (B)(6) 2014.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.